Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13th nov 2025, it was reported by an arthrex's employee via an email that for 2 units of (B)(4), knotless fibertak¿ with #2 suture (5-box), the whole anchor was pulled out. The surgeon had difficulties in shuttering the repair stitch of (B)(4) into the anchor so when he used more strength, the whole anchor was pulled out. This was detected during a shoulder instability procedure on (B)(6) 2025. The procedure was completed successfully by anchoring it down with a pushlock as a bill out option. Additional information received on 17th nov 2025: both anchors faced the same issue of pull out.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive force being used during shuttling.